Manufacturer narrative:
The device passed testing by appropriately alarming when a proximal occlusion was present. Although the device passed testing, as indicated, this device has been identified as part of a product recall. See the attached customer notification dated 02/04/2013. (B)(4).

Event description:
The customer contact reported a delay in critical therapy following an alarm condition. On an unspecified date and time, the device was programmed to deliver dopamine 400 mg/250 ml, and the delivery was started. No further programming parameters were provided. The customer contact reported between 0812 and 1401, the device alarmed 19 times for proximal occlusion. At an unspecified time, the device was removed from clinical service. Therapy was resumed using a replacement device. Although there was potential for serious injury, there were no reported adverse patient effects. Though requested, no additional information was provided, including if any medical interventions were required.

Manufacturer narrative:
The device was received. Investigation is not complete. The device history was downloaded at the service center. A review of the history indicated on (B)(6) 2012 at 15:48, the device was programmed using the drug library to deliver dopamine 400 mg/250 ml, at a rate of 3 mcg/kg/min, a weight of 87.5 kg, at a rate of 9.843 ml/hr, a titrated vtbi (volume to be infused) of 250 ml, and the delivery was started. At 15521 the device alarmed for distal occlusion and the alarm was cleared. On (B)(6) 2012, a new date occurred. Between 01:25 and 13:49, 22 distal occlusions occurred and were cleared. At 13:51, a proximal occlusion alarm occurred and was cleared. At 14:01, 2 proximal occlusion alarms occurred; 1 was cleared, the delivery was stopped and the cassette was ejected. At 14:06, the device was powered off. This report represents all the information known by the reporter upon query by hospira personnel.